Manufacturer narrative:
Due to character limitation e1. Event site full name: (B)(6). A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with iab catheter regarding gas loss alarm. There is no blood in the tubing and they resumed pumping without issue. The patient is stable. There was no harm or injury reported.